Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a regular inspection performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had an manifold repair. The manifold drive was observed, the manifold drive was replaced. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - e1(event site city), h6 (type of investigation,investigation findings,component code, investigation conclusions). A getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse carried regular inspections are carried out, and safety disc replacement and equipment calibration are performed as regular replacement parts.since deterioration (k7) of the manifold drive was observed, the manifold drive was replaced. Replacement of safety disk and manifold drive. The unit returned to the customer and cleared for clinical use.